Event description:
It was reported that an unspecified number of syringe 60cc ll tip convenience pak experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: material no: (B)(4), batch no: unknown. Event description states -we have been having some issues with the bd 309680 60ml bulk syringes over the past couple of days. The syringes are leaking past the plunger inside the syringe. This is the first time I have ever heard of seen this issue. Additional info provided by customer states -the dates that this occurred was 08-14-19 and 08-15-19. No, the medication was not being administered but compounded in our clean room at time of occurrence. I¿ll try to find out what was being made at time the syringes were being compounded. Nothing new or different from what we¿ve been doing for the past decade.

Manufacturer narrative:
A device history review was conducted for lot number 9126698 & 9157925. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 60cc ll tip convenience pak experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: material no: 309680, batch no: unknown. Event description states: we have been having some issues with the bd 309680 60 ml bulk syringes over the past couple of days. The syringes are leaking past the plunger inside the syringe. This is the first time I have ever heard of seen this issue. Additional info provided by customer states: the dates that this occurred was (B)(6) 2019 and (B)(6) 2019. No, the medication was not being administered but compounded in our clean room at time of occurrence. I¿ll try to find out what was being made at time the syringes were being compounded. Nothing new or different from what we¿ve been doing for the past decade.